Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device (deflation).

Event description:
Healthcare professional reported right side "rupture" of a saline device. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side "rupture" of a saline device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of deflation was received on nov15, 2024, with lot number 1721370. Based on the product analysis performed, the assessments of the complaints are: deflation: opening device assessed as unidentified (tear) opening (shell thickness was within specification). Deflation: observed opening device assessed as surgical damage. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.